Manufacturer narrative:
11/9/15 follow up: contact confirmed that all recent bg values were recorded in pump history. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) value was not recorded in the pump history. Contact stated that a correction/food bolus was programmed and the bg value was not included in the bolus. Customer's bg levels had been elevated (351 mg/dl) and contact alleged that the pump was not delivering the correct bolus. During troubleshooting with tandem technical support, pump history was reviewed and showed carb value and no bg value. Contact inputted a correction bolus during the call and the pump delivered the bolus. Contact checked pump history and the bg value was present. Cts asked contact if it was possible customer was not entering bg values, and contact was unsure. Follow up with contact same day indicated that all bg values were present in pump history throughout the day.